Manufacturer narrative:
Block b3: exact date unknown, event occurred over the weekend from the date the manufacturer became aware. Additional suspect medical device component involved in the event: model number/catalog number: sc-1232 serial number: (B)(6). Batch/lot number: 763017 model/catalog description: wavewriter alpha 32 ipg kit unique identifier (UDI) #: (B)(4).

Event description:
It was reported that patients midline incision site had opened and had been draining. The patient did not have any injury or occurrence that caused the site to open. The patient underwent a spinal cord stimulator (scs) system explant procedure and was doing well postoperatively. The explanted device components were discarded by the medical facility.